Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve nor the delivery catheter system caused or contributed to the pericardial effusion, rather the non-medtronic pacing lead was likely the cause.

Event description:
It was reported that during a procedure involving the implantation of a transcatheter aortic valve, the valve was deployed, and the patient¿s pressures were not improving. The physician performed an aortic root contrast injection and there was no extravasating contrast, and the valve was in a good place and there was no leaking around the valve. An echocardiogram was performed that revealed an effusion, though the source was not identified, and it was suspected to be a ventricular perforation from the right ventricle due to the temporary pacemaker. The patient¿s pressures continued to drop, so pericardiocentesis and 4 units of blood were transfused which stabilized the patient¿s condition. The procedure was completed, and the patient was taken to the intensive care unit (ICU). Subsequently, the patient died later that day. Per the physician, the death was not related to the device, but the death was related to the procedure.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a product ID l-evolutfx-2329 (lot number: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.